Event description:
It was reported that (3) devices were used during an unk procedure. It was reported by the affiliate that the er320 instrument clips are deformed. There was no consequence to the pt.